Event description:
It was reported that this right atrial (ra) lead showed noisy signals over sensing. According to technical services (ts) the behavior appears related to a lead insulation breach, as noise looks very myopotential like. Reprogramming options were recommended. The ra lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).